Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that while testing their holster, they received the l3-009 error code. They placed another probe onto the holster and continued to receive the error code. Their holster works properly. There was no pt involvement.